Event description:
The patient had a successful stage 1 trial with a permanent lead in 2009; the patient had great stimulation using only electrodes 3, 4, and 5. Stage 2 was performed two months later; the implantable neurostimulator (ins) and 2 extensions were implanted. Subsequent impedance measurements revealed>10,000 ohms and the patient had no paresthesia. The patient was returned to the operating room three weeks later, and administered general anesthesia. The physician reported that the lead was very difficult to insert into the extension. Impedance testing was done on the lead; initially the result was normal, but was abnormal (>10,000 ohms) when inserted in the extension. A new extension was inserted with the same result; it was noted that the lead was also difficult to insert into the new extension. The lead was then tested again independently with impedance results of>10,000 ohms on most electrodes. The physician decided to remove the entire system. The patient recovered and was discharged to home.

Manufacturer narrative:
The implantable neurostimulator (ins), lead, and extensions have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.